Event description:
The customer reported erroneous high hemoglobin results were recovered for a single sample when using the unicel dxh 800 coulter cellular analysis system. The test results were determined to be erroneous when compared to results from the sample rerun on the same instrument. The rerun test results were considered correct, and were reported out of the laboratory. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced and recalibrated the hemoglobin cuvette and lamp.